Manufacturer narrative:
The repair valuation identified a no image defect, and the scope falls off due to damaged coupler components. Additionally, the rotary locking mechanism of the coupler does not work in the desired position. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed that the customer high-definition camera head was returned to olympus repair center for a reported ¿image blur¿. The problem was found during an unspecified event. Upon inspection and testing, a no image defect was identified, and the scope falls off due to damaged coupler components. No death, injury or harm was reported. This report is being submitted to capture the no image defect.